Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n216779, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
Information was received from a consumer via crts (customer response tracking system) regarding a (B)(6) female patient receiving dilaudid (hydromorphone) via an implanted infusion pump implanted (B)(6) 2009. The indication for use was noted to be non-malignant pain and other non-malignant pain. The consumer mentioned that they took an oral pain medication. On (B)(6) 2015 the consumer stated that the personal therapy manager (ptm) was displaying code 8286. A refill was missed; the consumer had rescheduled her original refill appointment from (B)(6) 2015 to (B)(6) 2015. She initially thought the ptm was telling her she had until (B)(6) 2015, but when the ptm was checked it actually said (B)(6) 2015. An alarm was heard beginning (B)(6) 2015 around 10:30-11:00am. The consumer thought she heard a "new alarm or new answer on her husband's phone" and didn't recall if it was a single tone or two-tone. The consumer noticed a "small amount" of pain increase starting around 10:00-10:30 am and took an oral pain pill; she wasn't noticing any withdrawal. The consumer was redirected to the healthcare provider (hcp). If additional information is received a follow up report will be sent.